Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the prongs of the cadiere forceps instrument broke after collision. Fragments fell into the patient and were retrieved in the same procedure. The procedure was completed with no reported injury. The cadiere forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-may-2022 and 10-may-2022: the cadiere forceps instrument was inspected prior to use and there were no issues with the instrument functionality. The instrument was in use for about one hour before the issue occurred. The instrument collided with another instrument or hard material, but the fragments did not fall during a collision. The fragments fell into the patient during tissue retraction and the fragments were retrieved during the same procedure. An x-ray was performed to confirm that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment and no post-operative tests were performed to check for remaining fragments. The surgeon believed the fragments fell due to instrument collision. The cadiere forceps instrument was not removed prior to the breakage. Upon final removal of the instrument, the wrist was straightened, there was no resistance through the cannula, there was no damage to the cannula, and no other damage to the instrument. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No image or video is available for isi review.

Manufacturer narrative:
Isi has not received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the cadiere forceps instrument (part number 471049-07/ lot number n10201123 0429) associated with this event has been performed. Per logs, the cadiere forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 13 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was alleged that the cadiere forceps instrument broke and fragments fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have both grips broken off at the grip base. The pieces were identical in size and measured approximately 0.20¿ x 0.70¿ in length. The pieces were found to be broken off the yaw pulley. The broken pieces were returned and no pieces were missing. Due to the broken grips, the instrument could not function properly. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.